Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed that the right ventricular lead exhibited false ventricular fibrillation episodes, r -wave variability, and double counting due to wide qrs complex. A subsequent chest x-ray revealed that the lead was dislodged. The patient was scheduled for revision and the lead was explanted and replaced. The patient was in stable condition.